Event description:
Reporter alleged obtaining the results of 278 mg/dl and 120 mg/dl back to back within 10 minutes on the compact system. Reporter stated that he took his normal medications after obtaining the results and ate breakfast about an hour later. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.